Event description:
A us distributor contacted zoll to report that a patient passed away in an assisted living facility while wearing the lifevest on (B)(6) 2021. It was reported that nurses called ems and CPR was performed. Review of the patient's download data indicates the patient received three inappropriate shocks in response to oversensing of low amplitude cardiac signal and CPR/motion artifact on the date of passing. The device was started up at 07:24:19 on (B)(6) 2021. The patient was in sinus tachycardia/bradycardia from 40 to 100 bpm with pauses at 05:45:09. The patient's rhythm then degraded to asystole for 15 seconds before transitioning to an idioventricular rhythm at 10 bpm with tall t waves. The patient's rhythm then degraded back to asystole with intermittent cardiac activity and CPR/motion artifact at approximately 05:57:58. The patient received the first inappropriate shock at 06:04:02. The patient's rhythm at the time of the shock was asystole. The patient's post-shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. The patient received the second inappropriate shock at 06:04:29. The patient's rhythm at the time of the shock was asystole. The patient's post-shock rhythm was asystole with intermittent cardiac activity. The patient received the third inappropriate shock at 06:04:55. The patient's rhythm at the time of the shock was asystole. The patient's post-shock rhythm was asystole with intermittent cardiac activity. The patient was last seen in asystole with CPR/motion artifact.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt was returned to the distributor for evaluation. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device manufacture date: monitor 12/09/2020, belt 05/19/2015.